Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0jhdy, implanted: (B)(6) 2014, product type lead. Product ID 3387s-40, lot# va0jhdy, implanted: (B)(6) 2014, product type lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had a mammography on the day of this report and since the mammography they felt that their right hand was shaking more. The patient normally has a lot of shaking in that hand and they did not think the mammography would be a problem. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.